Event description:
Porta cath inserted right ij vein permacath inserted left ij vein at the same time using a cook micropuncture wire 0.018. Price of wire separated from device and was noted on chest x-ray to be floating in the pulmonary artery. Pt became unstable hemodynamically related to injection of marrow transplant and high dose chemotherapy. Plan was to retrieve with a snare in vascular when pt stabilized. Pt had chest x-ray which confirmed the retained piece of wire. No symptoms related to the wire. Became unstable requiring pressors and ventilation support. Family withdrew support and pt eventually expired in 2001.